Event description:
Same case as: 2134265-2014-05633. Reportable based on device analysis completed on (B)(4) 2014. It was reported that the burr became stuck on the wire. A 1.50mm rotalink¿ plus and a rotawire were selected and advanced to treat the target lesion. Rotablation with multiple passes was successful. During withdrawal, while using dynaglide, they had difficulty removing the system. The burr catheter became stuck on the wire. They were able to remove the system with a flush on under flow technique. The procedure was completed with this device. No patient complications reported and the patient status was fine. However, device analysis revealed a wire fragment in the annulus of the burr and the sheath was torn.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The advancer and the catheter were returned connected together. The tubes and the fiber optic cable of the advancer were cut upon return. A stop cock was returned for analysis connected to the saline port. The handshake connection was inspected and no damage was noted. A connect/disconnect test was performed to examine the integrity of the connection. There was blood present in the sheath of the catheter. The sheath was also found to be torn possibly due to the over tightening of the haemostatic valve used during the procedure. The annulus of the catheter was inspected and it was found to be damaged. There was also the presence of saline/fibers around the annulus of the burr. Upon inspection a wire can be seen in the annulus of the burr. An attempt was made to load a test wire through the burr to advance the wire through the sheath but a resistance was encountered once the test wire made contact with the wire contained in the device. An attempt was made to load the wire through the advancer and to push the wire through the annulus in order to be retrieved and again a resistance was encountered and the attempt was unsuccessful. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).